Manufacturer narrative:
A ge svc rep performed an on site investigation. The main table power supply and the sensor interface board were replaced. The sys was tested and operates as intended.

Event description:
The customer reported the 2600 system's table was displaying motion error messages and locked up during a procedure. No pt injury was reported.